Event description:
A report was received that a pt's precision system was explanted. The pt was implanted subcutaneously, and was feeling a stinging sensation under her skin. The device was working properly, and the pt is reportedly doing well following the explant procedure.